Event description:
During a tavr procedure, a 26mm sapien valve was deployed in the patient¿s homograft aortic valve. During deployment the balloon on the ascendra 3 delivery system ruptured due to a big piece of calcium in the patient¿s homograft. Post deployment the valve was functioning fine and there was no harm to the patient. The delivery system was completely removed without issue. The patient was transferred in stable condition to recovery.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Per preliminary device evaluation findings: observed longitudinal tear that slightly translated radially on the proximal end of the balloon -two scratches observed near the balloon tear -single wall thickness met specifications investigation of this event is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The complaint device was returned to edwards for evaluation. The balloon on the returned delivery system was visually inspected. A longitudinal tear that slightly translated radially on the proximal end of the balloon was confirmed. The balloon revealed no surface defects such as fish eyes or gel spots; however, two scratches were observed near the balloon tear. During dimensional testing, wall thickness of the balloon was measured and found within specification. During manufacturing, the following inspections of the balloon and delivery system are in place. The inspections below make it unlikely that a manufacturing non-conformance on the balloon could have caused the rupture: · the balloon component is 100% visually inspected for defects and cosmetic appearance under minimum 8.0x magnification. · the balloon components¿ burst pressure is tested on a sampling plan and 100% dimensionally inspected. · the balloon component is inflated to ensure proper size and inspected for separation or damage of bond sites, balloon scratches, mechanical damage, and contamination. · the delivery system is leak tested after final assembly. · balloon fatigue and burst test is performed in pv testing. The complaint for balloon burst was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient factors (calcification) may have contributed to the event. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, patient factors [bulky cardiac calcification] caused or contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.